Event description:
In preparation for two cryoablation procedures, the system was turned on and displayed a "no input from vga" message. The rep turned the system off and back on several times to clear the message and checked the vga cable connection on the back of the system. The problem could not be solved and the cases had to be rescheduled. The pt was under anesthesia when the first case was cancelled.